Manufacturer narrative:
The investigation for the reported console (aic) yellow alarm issues has been completed. The console was returned for evaluation. Upon visual inspection, there was a broken optical fiber connection from the lamp assembly (defect of the optical bench). Data logs were reviewed which were consistent with complaint and show controller error alarm (#1039, due to defective optical sensor lamp), preceded by ¿5s¿ diagnostic data indicating loss of light source (but no loss of communication to optical bench). The cause of the aic issue was a defective optical bench.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that following optical update, the automated impella controller (aic) displayed a yellow 'controller error (dfective optical sensor lamp) alarm. A new optical bench was used and the console started normally but after 5 minutes the error appeared again. The 5 v supply from the the pbm was checked and was noted to be ok. There was no reported patient involvement as the failure occurred curing maintenance.